Event description:
It was reported that the ilet device¿s display screen was found cracked upon waking, and the screen became nonfunctional, consistent with physical damage to the display assembly; the user believed the device was rolled on during sleep and switched to backup therapy. Symptoms included no reported adverse clinical effects. Outcomes included no alerts or alarms and a transition to backup therapy. Investigation included user interview, troubleshooting, and education. Investigation of this case revealed screen breakage and loss of display function consistent with external mechanical stress to the screen component. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage.